Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump was not working. The customer's blood glucose value was 265 mg/dl. The customer's mother was also reported that the insulin was not coming out. The customer was attempted bolus and no insulin was came out. The insulin pump will be returned for analysis.